Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown simplex cement mix was reported. The event was confirmed by clinician review. Product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: no x-rays are available for review and no examination of explanted components. The description of the x-rays on the (B)(6) 2019 consult note, ¿looks like a cementless tibial tray¿, which suggests inadequate cement technique, which may have resulted in the tibial component subsiding into varus in this obese patient. There is no evidence of factors associated with implant design, manufacturing or materials having contributed to this clinical situation. Product history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusions: loosening of the triathlon baseplate was caused by migration/ subsidence, i.e. The baseplate migrated to 5° of varus. The clinical consultant noticed that ¿looks like a cementless tibial tray¿, which suggests inadequate cement technique, which may have resulted in the tibial component subsiding into varus in this obese patient. There is no evidence of factors associated with implant design, manufacturing or materials having contributed to this clinical situation. Also, as reported patient fell on (B)(6) 2018 and hit both knees on floor, which could contribute to the loosening/ subsidence of the baseplate. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including device details, serial x-rays and examination of explanted components are needed to fully investigate the event. No further investigation for this event is possible at this time. If further information becomes available or the product is returned, this investigation will be re-opened. Device not available.

Event description:
Mal-rotated tibial tray loose. Rep reported a right knee revision. *on (B)(6) qs, update based on the medical review: on (B)(6) 2019 a consultation notes, ¿the patient complains of a painful right tka ¿ six over ten ¿ present three months ¿ fell (B)(6) 2018 ¿ fractured left foot ¿ hit both knees on floor ¿ pain onset with the current event is (B)(6) 2018.¿ ... X-ray of the right knee demonstrates a ¿posterior stabilized total knee arthroplasty ¿ lucent line under what looks like cementless tibial tray ¿ migrated to 5° of varus ¿ no ¿ loosening of femoral or patella ¿¿ on (B)(6) 2019 a revision of the right tibial tray was performed for a pre- and post-operative diagnosis of ¿malaligned loose tibial tray¿.